Event description:
Additional information received reported that the patient received assistance from the manufacturer representative on (B)(6)-2012 and that her concerns were resolved. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 748910, serial# (B)(4), implanted: (B)(6) 2003. Product type: extension: product ID 7435, serial# (B)(4), implanted: (B)(6) 2003. Product type: programmer, patient: product ID 3487a-33, lot# j0519254v. Product type: lead. (B)(4).

Event description:
It was reported no stimulation sensation when the internal neurostimulator (ins) was turned on. The patient programmer displayed three green lights. High impedances were reported. A possible lead fracture was suspected. Reprogramming the ins was unsuccessful. Battery voltage was 2.6v after the ins had been on for a few minutes. This was in range of 40-85% used. Patient has had battery for approximately 1.5 years. An ins longevity calculation was performed estimating the ins battery life at 8.71 months until end of service. However, the patient used the patient programmer for a lot of adjustments so no definitive battery estimate could be made. Additional information has been requested, but was not available as of the date of this report.